Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display was damaged (scratched) and that it had a dim/fading/color spectrum issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/30/2015 with the following findings: inspection revealed that the display screen visual was dim and discolored due to an unidentified display failure. Multiple scratches were observed on the display lens. The reported issues were confirmed.